Event description:
Hcp reported a pt was diagnosed with an inflammatory mass. A catheter revision is pending until a current oral infection has been resolved. A follow up report will be sent when add'l info is received.